Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage meter UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 96mg/dl and 71mg/dl. The expected fasting blood glucose test result range is 100mg/dl - 115mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/13/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).